Manufacturer narrative:
Batch review performed on 07 may 2021: lot 171803: (B)(4) items manufactured and released on 24-aug-2017. Expiration date: 2022-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another device involved: batch review performed on 07 may 2021: gmk-sphere 02.12.0210fl tibial insert fixed sphere flex #2/10 mm l (k121416), lot 2000384: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting knee pain and stiffness. The cause of the knee pain and stiffness is unknown. 5 months after primary the surgeon revised the femoral component and insert and added an extension stem. The surgery was completed successfully.